Event description:
Philips received a complaint on the v60 ventilator indicating that a locking leg was broken, preventing the device from being stably locked in place on the stand. The customer informed the remote service engineer (rse) that the quick release latch of the device had broken due to being dropped. Per good faith effort (gfe) attempt made by phone to the customer site. The customer provided that they had damaged the device by dropping it, causing the quick release latch to break and preventing stability on the stand. The customer stated that they replaced the broken quick release latch on their own and scrapped the broken part. The device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.